Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: 1937. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MDR # 2134265-2012-00513. (B)(4). It was reported post a percutaneous coronary intervention with stent implantation myocardial infarction (mi) and stent restenosis occurred. The patient presented due to unstable angina (braunwald class iib) and current mi and cardiac catheterization was recommended. The lesion was located in proximal left circumflex artery (lcx) and was described as 10mm long with a reference diameter of 2.5mm and 95% stenosis. It was treated with pre-dilatation and placement of a 2.5 x 12 mm taxus element stent with 0% residual stenosis. The patient was discharged a week later on aspirin and clopidogrel post procedure, in (B)(6) 2011, the patient presented due to a 3-day history of exertional chest pain. An ECG revealed non q-wave non-st elevated mi with ischemic symptoms. A 2-vessel coronary artery bypass grafting (CABG) was recommended due to the presence of the focal in stent restenosis in the taxus element stent placed in the lcx. The patient underwent 2-vessel CABG including left internal mammary (lima) to the lad and vein graft to the 1st obtuse marginal artery (om1). During the surgical procedure an aortocoronary double bypass was done in the form of an arterial bypass of the lima on the intramural and the single vein bypass was done on the om1. During the CABG, the subject had bleeding. Gusto bleeding classification was moderate. Post-operatively the patient received 6 units of red blood cells and 4 units of fresh plasma. The subject also experienced increased renal retention values and diarrhea postoperatively. The patient was discharged 13 days later.